Event description:
Pt underwent a cystoscopy with transurethral resection of the prostate on (B)(6) 2016. The record of operation indicated one of the resection electrode loops broke during the procedure and was replaced without incident. There was no evidence of retained foreign bodies.